Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to display an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.

Event description:
The customer contacted physio-control to report that their device was unable to display an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device. A review of the records confirmed that a loss of ECG connection through the paddles lead occurred. The record also shows ¿lead off¿ multiple times and displays the ECG rhythm sporadically. Additionally, the impedance values being read from the patient hovered around the maximum threshold for a valid patient connection, which is 300 ohms. This suggests that the reason an ECG rhythm was not consistently displayed was likely due to an issue with adequate connection to the patient through the electrodes. Based on the available information the likely cause of the reported issue was a loss of adequate connection to the patient through the disposable defibrillation electrodes.

Manufacturer narrative:
Date rec'd by MFR of the initial medwatch report indicates: reportability awareness date ¿ 08/23/2018. Date rec'd by MFR of the initial medwatch report should indicate: reportability awareness date ¿ 08/20/2018.

Event description:
The customer contacted physio-control to report that their device was unable to display an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.